Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured and was subsequently surgically capped and abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field representative indicates that rv lead was explanted and was returned back to the laboratory. No additional adverse patient effects were reported.